Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic complexes. Also, there were some stored untreated episodes due to oversensing of noise. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.